Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments, number 1 states, ¿surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling.¿ this report is number 1 of 7 mdrs filed for the same event (reference 1825034-2015-04679 / 04680 / 04681 / 04682 / 04683 / 04684 / 04685).

Event description:
It was reported that patient underwent a femoral nail procedure on (B)(6), 2015. During the procedure, the following items were damaged and determined as unusable. The instrument complications resulted in a delay of approximately one hour. A hammer pad shaft was badly scratched and rough. An alignment jig impaction surface had become damaged, the impaction pad would not fit, and the threads became damaged. Two femoral jig bolts became slightly bent, due to extra force during the procedure. A hammer pad's threaded end of the impaction plate sheared off inside the alignment jig. An alignment jig's threads became damaged, and the screw was jammed and sheared off. A slotted mallet fractured in two. An impaction rod became damaged and exhibited rough rod threads.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). Examination of returned device found no evidence of product non-conformance. Review of the device confirmed the reported condition. During the evaluation, wear of the device was noted. A conclusive root cause of the event could not be determined. This report is number 1 of 7 mdrs filed for the same patient (reference 1825034-2015-04679 / 04683, 2015-04685 and 2016-02356).

Event description:
It was reported that during a femoral nail procedure, the following items were damaged and determined as unusable. The instrument complications resulted in a delay of approximately one hour. A hammer pad shaft was badly scratched and rough. An alignment jig impaction surface had become damaged, the impaction pad would not fit, and the threads became damaged. Two femoral jig bolts became slightly bent, due to extra force during the procedure. A hammer pad's threaded end of the impaction plate sheared off inside the alignment jig. An alignment jig's threads became damaged, and the screw was jammed and sheared off. A slotted mallet fractured in two. An impaction rod became damaged and exhibited rough rod threads.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.